Event description:
An attempt was made to place an 18g powerglide midline to the patient's right cephalic. Adhering to sterile technique, the 18g catheter was guided into the center of the right cephalic vein using ultrasound guidance. The guide wire was advanced, but was unable to advance the catheter without resistance. The catheter was retracted, then the guidewire. When the cannula was rendered safe by locking the needle, it appeared to be missing 1cm of the catheter tip. Ultrasound revealed what appeared to be the catheter tip in or near the cephalic vein. Physician was immediately notified and a rue ultrasound was ordered. Vascular access rn was also notified. Veteran reported no pain or discomfort at the insertion site. Powerglide pro midline catheter 18g 10cm catheter information: ref f318108pt, lot rehw2056, exp 11/30/2024.